Manufacturer narrative:
The device was returned to olympus for evaluation, upon inspection it was noted there was cut in the rubber, cover glue peeling. Additionally, it was confirmed a leak between the control knob however the balloon was found functioning as intended. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak from the control body and the balloon shield was inflating by itself. The reported problem was found during an unspecified diagnostic procedure. No patient harm or injury was reported. Upon inspection of the customer returned device, the forceps cover glue peeling and probe unit rubber cut were found. This report is being submitted for the malfunctions found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the cut probe unit likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.